Event description:
It was reported that the patient had the artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the reason for revision surgery is that the patient is again experiencing urinary incontinence (leakage). The surgeon did not report that the device was no longer working, indicating that some urethral thinning (atrophy) may have occurred. The new cuff was placed transcorporally, indicating that some bulking around the urethra was required.